Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling the cartridge with insulin, the syringe needle broke. Customer used another syringe and cartridge to complete the filling process. There was no reported impact to customer's blood glucose.